Manufacturer narrative:
12/13/96 - supplemental report #1 submitted to FDA.additional data entered in d9.device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a laparoscopic appendectomy procedure. Reportedly, the instrument would not release from tissue. The surgeon inserted an add'l port and applied another device on the specimen side. The original device was resected off the tissue and the procedure was completed without further incident. The hosp has reported that the pt's status is satisfactory.